Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The suture is breaking very easily and customer has had to use 2 or 3 packets per patient.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: after three attempts to obtain information if samples are available or not,there has been no responses, so analysis will be done without samples. Analysis and results: the batch number informed does not exist for the reference given. In consequence the review of the batch manufacturing record cannot be performed. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples and or batch number a study cannot be performed to see if the affected product does not fulfill the OEM requirements. In consequence, a proper analysis cannot be done. Note is taken of this incidence and if any sample is received in the future, the case will be re-opened and analysed. Please note that when no samples are received our analysis is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.